Manufacturer narrative:
The reported event of inadequate insertion was confirmed. The reported event of failure to sense was not confirmed. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions were found to be normal. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
It was reported that the patient presented in clinic for implantable cardioverter defibrillator (ICD) implant procedure. During procedure, the ICD failed to sense when the lead was connection to the header, the lead was removed and attempted to be reinserted but was unsuccessful due to the set screw not latching or catching in the screw spacing. The ICD was not implanted, and another was implanted on (B)(6) 2025. The patient was stable throughout.